Event description:
Received a copy of the customer's medwatch report from FDA which states, "alaris pump device brain not charging when it was plugged in. Sparks from cord as pump was unplugged. The cord split and "exploded" with a spark coming out of cord split. Author states that the pump also showed a 5 minute warning for low battery prior to cord split. Pump was plugged into the wall at the time. Htm replaced the power cord and found no other issues with unit." There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "alaris pump device brain not charging when it was plugged in. Sparks from cord as pump was unplugged. The cord split and "exploded" with a spark coming out of cord split. Author states that the pump also showed a 5 minute warning for low battery prior to cord split. Pump was plugged into the wall at the time. Htm replaced the power cord and found no other issues with unit." There was patient involvement but impact is unknown.